Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00952. This report is being submitted as additional information. Approximate age of device - 6 years, 5 months. Manufacturer's investigation conclusion: the report of low speed operation alarms and pump stoppages was confirmed through the review of the submitted system controller log file. These events appeared to occur while the system was operating on the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 16 inches of the distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline in the condition that it was received and did not reveal any discontinuities or shorts. Damage to the outer silicone jacket was observed on the majority of the driveline. The clamshell repair, silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. High potential (hipot) testing did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. The patient remains ongoing on pump support with a non-grounded patient cable and no further events have been reported. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that pump stoppages were observed. The patient was asymptomatic. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. A continuity test performed did not indicate any broken wires. Post-replacement, the patient¿s system was connected to a normal patient cable and additional pump stoppages occurred. The patient was provided an ungrounded power module patient cable for use while on power module support. No additional information was provided.